Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the customer suspected there was an occlusion in the gas vent filter. No adverse patient effects were reported by the customer. It was reported that no further information is available.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used conditions without its original packaging and inside a plastic bag. Visual inspection did not detect any potential causes of occlusion. Water was introduced into the device where an occlusion was observed in the joint 1 between the luer and tube connection confirming the complaint. The root cause was due to glue residue from manufacturing assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.